Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was noted a pericardial effusion occurred. It was reported that during a watchman procedure, a nrg needle (reprocessed) was selected for use. A trivial effusion was noted prior to the procedure and it was suspected the cause was the difficult transseptal crossing. To perform transseptal puncture, a protrack guidewire was used and nrg needle. The radio frequency was delivered four times and still could not cross. The septum was lipomatous. After crossing the septum, the watchman device was implanted successfully. Approximately five minutes following the procedure, the patient experienced hypotension and 0.6 cm effusion along the right ventricular was noted. A second sweep for pericardial effusion on both transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) noted an expanded pericardial effusion of 1.2 cm. The physician then performed pericardiocentesis. The patient is expected to be recover fully. The device is not expected to be returned for analysis. It was further confirmed via gfe dated 12dec2023, it was baylis protrack used, no issues noted with the reprocessed nrg but physician was having difficulty knowing where the needle was before going transseptal puncture. There were multiple attempts tracking up and down svc to septum. There was difficult imaging. Needle was tenting before tsp.